Event description:
During a review of programming history for this vns patient on (B)(4) 2012, it was noted that an interrupted diagnostic test altered the patient's settings on two occasions: (B)(6) 2009. The patient left the appointments at unintentional settings. On (B)(6) 2009, the patient's output current was left at 0 ma. On (B)(6) 2009, the patient's off time was not corrected prior to leaving the appointment. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Review of programming history.